Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose and leaked reservoir. Blood glucose reading was 2.5 mmol/l. The customer treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. The customer will continue to use the device.